Event description:
Caller reported a malfunction on pump with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Customer¿s pump was included in a field correction, and they had acknowledged the receipt of the field correction email notice by completing an online form. Customer was assisted by technical support in resetting the malfunction code, which did not recur. Customer was advised to continue using the pump and to call back if any malfunction code reappeared.